Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10a11029 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of did not wear a mask and peritonitis with (B)(6) coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date in 2010, the patient did not wear a mask, which resulted in peritonitis. On an unreported date in (B)(6) 2010, the patient experienced peritonitis. The patient was not hospitalized. Treatment was not reported. On an unreported date, the patient recovered from the event of peritonitis. The outcome for the event of did not wear a mask was not reported. Dianeal therapy was ongoing. The nurse reported that the peritonitis with (B)(6) was unrelated to dianeal therapy and did not provide an opinion of causality for the event of did not wear a mask.